Event description:
Pt was scheduled for an outpatient ep study & cardiac ablation for 20 year plus history of psvt treated bd increasing doses of verapamil. Psvt episodes had increased in frequency & duration over the years, but the higher doses of verapamil were causing problems. Pt was the 2nd patient that this newly installed equipment was used on. Pt had the ablation & the 2nd shot of laser hit their av node for 5.2 seconds sending pt into complete heart block. The md said he "did not know how this happened" as the "catheter tip was no where near the av node". Pt now has a permanent pacemaker & had been admitted to the telemetry unit for a 4 day admission. There was at least one company technician in the procedure room telling the nurses what to do. Pt's procedure was delayed from "problems" w/the machine" from the 1st patient, pt does not feel the people, including the md, had enough training using this equipment.